Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Iop elevation is listed in the device labeling as an inherent risk of cataract and glaucoma surgery. (B)(4).

Event description:
Ten (10) days postoperatively, the patient presented with elevated intraocular pressure (iop) in the operative eye. The patient's iop is 45 mmhg on 2 glaucoma medications. The surgery was a routine case of phaco with istent placement. The patient has minimal inflammation postoperatively and good istent position, although somewhat distorted pupil. The surgeon will re-evaluate off of steroid drops to see if iop decreases with glaucoma medications. A dilated exam is planned for the next visit to more fully evaluate the anterior segment for lens particles and iol placement. Additional information has been requested. At this time, the reason for the iop increase is not known.

Manufacturer narrative:
(B)(4).

Event description:
The surgeon reported that the iop elevation was not related to the istent. The pressure increase was related to a vitrectomy that was performed. No additional information is available.